Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed more carbohydrates than they entered into their pump for a bolus delivery. The customer experienced a blood glucose (bg) level of 300 (mg/dl). A pump bolus was delivered to address bg levels. Recommendation was made to consult with a health care provider to discuss diabetes management.